Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Groin access obtained and the was sheath was inserted along with 10f intracardiac echo (ice) sheath. Ice catheter advanced and intra-atrial septum imaged. The versacross connect system was used for transseptal puncture (tsp) without issue with the puncture location inferior/mid on the septum. The was sheath was advanced to left atrium (la) and pulled back to cross with ice catheter. There was difficulty passing ice catheter across tsp location. The physician attempted for roughly 15 minutes and was able to get ice catheter across. The appendage was measured and the wds was inserted, advance and deployed. Position, anchor, size and seal (pass) criteria was met and the 35mm closure device was released. No post effusion was seen on ice. The access site on the groin was closed and patient taken to recovery. Approximately 3-4 hours post procedure, while in recovery, the patient showed signs of tamponade and non-invasive pressure dipped. Pressors were used to stabilize the patient medically, and it was found that a pericardial effusion had developed in the left ventricle (lv)/right ventricle (rv) free wall. Pericardiocentesis was completed to treat the effusion removing 400cc of bright red blood. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Groin access obtained and the was sheath was inserted along with 10f intracardiac echo (ice) sheath. Ice catheter advanced and intra-atrial septum imaged. The versacross connect system was used for transseptal puncture (tsp) without issue with the puncture location inferior/mid on the septum. The was sheath was advanced to left atrium (la) and pulled back to cross with ice catheter. There was difficulty passing ice catheter across tsp location. The physician attempted for roughly 15 minutes and was able to get ice catheter across. The appendage was measured and the wds was inserted, advance and deployed. Position, anchor, size and seal (pass) criteria was met and the 35mm closure device was released. No post effusion was seen on ice. The access site on the groin was closed and patient taken to recovery. Approximately 3-4 hours post procedure, while in recovery, the patient showed signs of tamponade and non-invasive pressure dipped. Pressors were used to stabilize the patient medically, and it was found that a pericardial effusion had developed in the left ventricle (lv)/right ventricle (rv) free wall. Pericardiocentesis was completed to treat the effusion removing 400cc of bright red blood. There were no further complications.